Manufacturer narrative:
(B)(4). The service engineer evaluated the returned power supply, and verified the customer reported malfunction. It was visually inspected for damage and contamination, and component c11a was found to be bulging on the top. It was removed, measured and verified as faulty. The battery was also returned for evaluation. It was visually inspected and found evidence of slight leakage around the top seal of the battery. It was placed on a battery analyzer and tested three times, and on each time an override had to be performed due to the battery voltage being too low to start the test normally. It failed all three times and showed a power capacity of 0.0%.

Manufacturer narrative:
Covidien reference: (B)(4). It was reported that a technician evaluated the ventilator, and found a broken fuse. The technician replaced it, but it broke soon after the installation. The technician replaced the alternating current direct current (ac dc) board to resolve the issue. Additional inspection found leakage traces on the surface the battery, and the voltage had declined to 3.8 volts. Additional information has been requested.

Event description:
It was reported that during patient use, a ventilator shut down. The patient was transferred to another ventilator without harm.